Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not clean the exchange area before starting therapy and touch contamination. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) and later recovered from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. On an unreported date, the patient also experienced urinary track infection on the catheter site. Treatment was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.